Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, keypad overlay texture damage, and label damage. Unit passed displacement test, active current measurement, and sleep current measurement. No failed battery test alerts noted when inserting a new battery or during testing. However, hardware low level failures alarmed during self test and was confirmed in the formatted history file due to broken trace at pin#6 at u1 keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.